Event description:
Caller reported a malfunction on the pump, which was indicated by a malfunction code but did not result in an adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code reappeared. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.